Event description:
A facility representative reported that following an intraocular lens (iol) implantation procedure, the iol was explanted due to fibers identified behind the lens. The clinical reason for explantation was an intraocular foreign body causing inflammation.additional information was requested

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.